Event description:
A physician reported a hakim valve (ID 823100) was implanted due to unknown reason via ventriculoperitoneal (vp) shunt more than ten years ago. A revision surgery was performed since csf was not flowing well. The device was explanted and replaced with a new device. According to information provided, it is unknown if the patient experienced any signs or symptoms due to the device issue. The patient's current status is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve (ID 823100) was returned for evaluation. Device history record (DHR) the lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock. Failure analysis the position of the cam when valve was received was on setting 40 mmh2o. The valve was visually inspected; no defect was noted. The valve was hydrated. The catheter was irrigated, no occlusion noted. The valve passed the test for occlusion, leak and reflux. The valve failed the test for programming and pressure. The cam mechanism wiggled. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris were found on the base plate, motor and on the seat of the ruby ball. Root cause analysis the root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation.

Event description:
N/a.